Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after a larger-than-usual meal announcement while using the ilet system, with glucose rising to 291 mg/dl for approximately 3 to 4 hours and requiring a 2-unit correction injection; user education was provided regarding correct meal announcements and timing of corrective actions, and the user inquired about fiasp for postprandial control. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no professional medical intervention, and no ketone testing. Investigation included review of user-reported logs and troubleshooting with education on meal announcement accuracy and backup therapy use. Investigation of this case revealed ineffective glycemic control associated with an incorrect meal size announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in meal announcement leading to insufficient insulin delivery for the meal size.